Event description:
During a follow up survey call to the customer, the customer reported experiencing high blood glucose levels. The customer also stated that the insulin pump alarmed sensor end, and the alarms started about 2 months prior to the call. The customer was unsure of the blood glucose reading at the time of the sensor end alarm but noted that the blood glucose was high. The customer stated that there were 3 different occasions in which the customer's blood glucose was 550 mg/dl during the sensor end alarms. The customer treated with the insulin pump and a manual injection. The customer stated that the sensor reading was 47 mg/dl and was off by 200 units, as the customer's most recent blood glucose reading was 347 mg/dl. Customer advised that the events did not lead to any hospitalization. The customer was advised regarding recommended calibration procedures.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2015-12656.